Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v154399, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported the patient¿s system did not work. The patient did not use stimulation. The patient needed an MRI related to back pain that developed after back surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.